Manufacturer narrative:
Nakanishi is still trying to obtain information about the event, including information about the patient.

Event description:
On december 22, 2025, nakanishi received an email from a distributor (nsk europe) about a nsk handpiece overheating. The details are as follows: the event occurred on (B)(6) 2025. The dentist was performing a dental procedure on a patient using the x-sg65 (serial no. (B)(6). During the procedure, the handpiece overheated, and the patient received a burn injury.